Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had fuzzy screen. Customer¿s blood glucose level was 106 mg/dl at the time of incident. Customer state that troubleshooting was performed for partial display. Customer stated that the pump was neither dropped nor bumped. The insulin pump will be returned be for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device display properly. No missing segment/partial display or fuzzy screen anomaly noted during testing. (B)(4).